Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package; lot # 73b1500382 was confirmed with sample received. During visual inspection the spring jaw component was damaged; bent, no stuck clip in jaws. Functional inspection: applier was fired 5 times & during the activation it was observed that no clips were loaded in jaws. Sample received did not confirm the defect reported by the customer "clips not loading properly". A corrective action cannot be established due to the fact of the sample condition (sample was received without remaining clips) and therefore a failure mode could not be duplicated. A corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: after the first clip loaded but the next series of clips and entered the jaw partially opened and sideways. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73b1500382 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after the first clip loaded but the next series of clips and entered the jaw partially opened and sideways. The patient's condition was reported as fine.